Manufacturer narrative:
A medtronic representative went to site to test the system. Representative stated that some batteries were weak and some were out of specs. Batteries were replaced. A system checkout was performed after replacing batteries. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the batteries of the imaging system were in bad condition and defective. During troubleshooting the system was opened and battery voltages were checked from j7. Some batteries voltages were below the specs. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.